Event description:
During preparation of the savvy long balloon catheter the technician removed the green protection tube from the balloon and then saw, that the outer balloon shaft was broken 6 mm behind the proximal balloon marker. The technician stated, that he didn't use more force than usual when removing the protection. He stopped preparation after discovering damage.